Manufacturer narrative:
The table was evaluated by a berchtold field service representative on (B)(4). The problem was not duplicated. The cable connecting the hand control to the table appeared to be loose, so the hand control was replaced as a precautionary measure. The original hand control was returned to berchtold for evaluation.

Event description:
During a surgical procedure, the following was reported to have happened: the table started to move into tilt right w/o being activated and the physician had to grab the patient to prevent them from falling off of the table. During this time, the crna had the hand control in hand and tried to stop movement with the tilt button, but the table did not respond. The level button was pressed and the table responded and moved to level. After the incident, the procedure was completed on the same table.